Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It ws reported "the account expressed they are having issues with the diastolic and systolic readings on the femoral arterial catheters. They are currently using cuff readings because it is not accurate with the catheter. The issue is happening after the line is placed in the patient and they cannot get an accurate reading. This has happened on multiple catheters." There was no patient harm or injury. The patient's current condition is unknown at this time. The associated emdr report numbers are 9680794-2025-00268 and 9680794-2025-00267.

Manufacturer narrative:
(B)(4).

Event description:
It ws reported "the account expressed they are having issues with the diastolic and systolic readings on the femoral arterial catheters. They are currently using cuff readings because it is not accurate with the catheter. The issue is happening after the line is placed in the patient and they cannot get an accurate reading. This has happened on multiple catheters." There was no patient harm or injury. The patient's current condition is unknown at this time. The associated emdr report numbers are 9680794-2025-00267.